Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is an unknown day in (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of distal tibia due to broken hardware nonunion/delayed healing. The surgeon had difficulty removing the broken screws. Fragments were generated and removed but required additional intervention. The surgeon had to trephine broken screws the cortex screw and all seven (7) variable angle locking screws. Original implant was on (B)(6) 2015. There was no surgical delayed. The procedure was successfully completed using a non-synthes nail. Patient outcome was reported as good. This report captures the intra-operative event. The post-operative event requiring the revision procedure is captured on related complaint (B)(4). This report is for an unknown cortex screw. This is report 2 of 2 for (B)(4).